Event description:
Complainant alleged that the clinicians were performing an elective cardioversion on a male pt in his sixties, using the device's multi-function cable and electrodes. Upon delivery of the first shock at 200 joules. The clinicians observed arcing. The pt rec'd a straight narrow black burn which matched up with the electrode wire, and which appeared to be indented where the wire was located. The burn was treated by cleaning and with hydrocortisone. The pt was successfully cardioverted by the use of the device paddles. There was no indication of any further treatment required by the pt as a result of the burn.